Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after surgery had been performed on (B)(6) 2019, the patient has been suffering a non-union. This adverse event was solved by a revision surgery on (B)(6) 2022. It is unknown the current health status of patient. The doctor was not dissatisfied with product, he understands that there may be implant failure when fractures don¿t heal.

Manufacturer narrative:
H10: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, no relevant supporting clinical information has been provided to assist with a clinical investigation. Undated photos of the device were provided for review and displays a broken intertan nail. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed that non-union has been identified in postoperative care section as a result of noncompliant or pre-disposed to delayed or non-union patients. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury,procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).